Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the 511s seal leaked pneumo throughout the case. Surgeon was dissatisfied with the loss of gas. Surgeon thinks er320 clip applier caused the tear. There was no consequence to the pt.